Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter read inaccurately low compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 6:00pm. The patient reported obtaining a blood glucose reading of ¿196mg/dl¿ on the subject meter and ¿235mg/dl¿ on another onetouch ultra 2 meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin and reported increasing their usual dose of medication, specifically nph insulin. The patient reported developing a symptom of ¿blurry vision¿ shortly after the alleged product issue began. The patient reported contacting an hcp by telephone on the mornings of (B)(6); the hcp advised the patient to raise their insulin levels and contact lfs about their product. The patient denied testing on any other device at this time. At the time of troubleshooting the csr found that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom indicative of a serious injury after the alleged product issue began.